Event description:
(B)(4). It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The index procedure treated the 80% stenosed, 3.5x15mm bifurcated target lesion located in the left anterior descending artery. Using a direct stent technique, treatment placed a 3.0x20mm. Post ivus was performed revealing the stent was under expanded and residual disease remained at the edge. This was treated with additional post dilations with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).